Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the reporton behalf of neodent - jjgc.

Event description:
(B)(4) ¿ the dentist reported that 15 days after dental implant was installed in intraoral region 23#, its non-osseointegration was observed. The 40ncm of primary stability was achieved, the patient presented bone type ii and immediate load and immediate implant procedures were performed.